Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent revision surgery for 2a2b fixation due to upper screw loosened and backed out. It was reported that the screw backed out that caused pain. Revision surgery was scheduled for removal of screw and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the revision surgery was performed and product was explanted on (B)(6) 2022. The operation on (B)(6) 2022 was for l2 rupture fracture and l1/2 decompression. There was an infection in the decompressed area and was subsided by washing and antibiotics. The loosening is due to the patient's bone fragility, so the doctor decided to remove all implanted products. Because, even if fixing and extending are performed, it will become loose again, or the risk of leading up to adjacent vertebral body fracture will become higher.

Manufacturer narrative:
H5736140 or h5736143. It is unknown which lot# of the product has been backed out. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.